Event description:
Catheter placed 11/25. On 11/30 pin hole was noted with a leak at the proximal end of the catheter near the hub. Inserter had "difficulty threading past 30 cm at first, then threaded tightly to 43 cm with 17 cm exposed" when inserted. No mention of guide wire being difficult to remove.